Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The likely cause was determined to have been puncture proximal to the inguinal ligament resulting in retroperitoneal bleeding. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
A hematoma was reported following the use of the angio-seal device to achieve hemostasis after endovascular therapy (evt). Hemostasis was initially observed in the catheterization laboratory; however, the patient's blood pressure dropped shortly after returning to the patient room. A computed tomography (CT) scan revealed an 11.6 cm retroperitoneal hematoma. Manual compression was applied for 210 minutes while vasopressors and fluid replacements were administered. The patient received a blood transfusion consisting of six units of mean arterial pressure (map) and six units of platelets. Hemostasis was later confirmed by angiography via a retrograde approach. The estimated blood loss exceeded 250 cubic centimeters. The procedure involved a high stick access using an ipsilateral/antegrade approach, with the puncture site located proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8.2 millimeters, and a 6 french sheath was used. The primary disease was lower extremity arterial disease (lead), and the event was induced by the procedure. A pre-deployment angiogram was performed prior to device deployment. The bleeding occurred outside the procedure room, and the patient underwent five puncture attempts. Diagnostic imaging included both CT and ultrasound. The patient's hospitalization was extended due to the event, and the patient is currently recovering. No equipment or other devices were used with the above product.

Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.